Event description:
Sorin group italia received a report of a vanguard which started de-prime after concluding the device priming phase. The unit was replaced with a new one. There was no patient involvement.

Manufacturer narrative:
A1-a5: there was no patient involvement. D4: the complained bcd vanguard is a non-sterile component assembled into a sterile pack sold in us. The sterile product is currently unknown, and will be provided with its UDI in a supplemental report if made available. H4: as the serial number of sterile product is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.